Manufacturer narrative:
The screw is part of a ¿bundled¿ item. The driver tip (rash3n) and uniht-q of the itcs41 kit was returned for review. The temporary cylinder has not been returned. Visual inspection has confirmed that the hex of the uniht has fractured. The tip of the rash3n has also fractured. Although indication of use on the driver was identified, the iso-latch has not been damaged. Visual comparison to drawings did not provide indication of a manufacturing deviation. The device history record for the driver and the kit was reviewed and there was no indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.

Event description:
The dentist reported a screw was removed from the patient. The returned screw was found fractured.